Manufacturer narrative:
This is one of two related reports. This report represents the introducer and another report was submitted to represent the impella cp. The introducer was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Event description:
Clinical review/rationale an impella cp was placed via the femoral artery access site for the 64 year old female patient who had been admitted in with known coronary artery disease with planned high risk percutaneous coronary intervention (hrpci). The patient was admitted in with known history, she had a prior bypass surgery/CABG and aortic stenosis. Other underlying history was not shared. The cp was placed via the 14fr introducer, after following best practices and serial dilation. Manual pressure was applied and the introducer was removed, and the pump's repositioning sheath was advanced. The pump was later explanted, vascular surgery consulted for the site closure, and the team gave blood to treat the blood loss. Bleeding is a known risk associated with impella support as described in the instructions for use. Anticoagulation necessary for the pump placement and support can contribute to access site bleeding.

Manufacturer narrative:
Corrected information was provided in d6a (implantation date), d6b (explantation date). Upon review, it was identified that it was inadvertently omitted from the initial report. Corrected information was provided in e3 (initial reporter occupation). Upon review, it was identified that it was inadvertently submitted in error in the initial report. Corrected information was provided in g4 [PMA/ 510(k)]. Upon review, it was identified that it was inadvertently omitted from the initial report. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The cause of the access site bleeding could not be determined without returned product investigation and sufficient clinical details.